Event description:
Customer's mother reported that customer's sensor readings tell her she is low when she is not. The insulin pump will alarm that she is low, but when customer checks her blood glucose it is stable. Customer's mother is not sure if the alarm is the low alert or threshold suspend mode. She also reported that customer has issues with bent cannulas for both her infusion set and sensor. Customer plays volleyball and sometimes the tubing will be tangled or the cannula will be bent, leading to high blood glucose. Customer experienced blood glucose around 250 mg/dl once and it was caused by a bent cannula. Customer's mother also reported there was an incident where customer's blood glucose was over 600 mg/dl, but she believes this was due to customer not washing her hands an having something on her finger. Customer's mother declined speaking with the help line. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.